Event description:
Customer reported the panaroma central station had no audio sound, which may have affected telemetry. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and found that the audio cable was disconnected. Corrections included replacement of the unit's audio cable.